Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the air flow rate in the cuvette was too low. Cse pulled the vial mixer and replaced the broken spring clip, photometer lamp, and the 383nm filter cartridge. The sample 1 (s1) mixer/probe and omix reagent flex were replaced as well. Cse ran a fluidics test for the s1 and reagent 1 (r1) and found the s1 was out of specifications. The vial mixer was cleaned, the aliquot probe was replaced, and the s1 pump panel was rebuilt. A quick check was run with acceptable results. The cse also found that a dispense and aspirate test on the cuvette wash probes and probe b left residual water, so the cuvette wash b manifold, sensor, and probe were replaced. A full system check showed no errors and the system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed carbon dioxide patient sample results were obtained on a dimension vista 500 instrument. The initial discordant results were not reported to the physician(s). The same samples were repeated on an alternate dimension vista 500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient sample results.